Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, brown particles inside of the device, crease flat. Leak test was performed and found opening on posterior. A microscopic analysis was performed which identify sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on posterior assessed as unidentified (tear) opening.

Event description:
Patient reported right side "deflation" and a "exchange of textured devices due to patient's concern with product". Device has been explanted.

Event description:
Patient reported right side "deflation" and a "exchange of textured devices due to patient's concern with product". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.